Event description:
At the end of a laparoscopic cholecystectomy when the operating room lights were turned on, it was noted by the surgical team the patient had received a superficial burn approximately one inch in diameter that appeared to most likely arise from the light source cord resting on the patient's abdomen. The light source cord at the telescope connection site intra op felt very hot to touch at the end of the procedure. The patient skin injured site/area was cleaned, bacitracin ointment applied, followed by adaptic and dry sterile dressing. Manufacturer response for light source, fiberoptic, routine, n.a. (Per site reporter). Karl storz local rep made aware of issue.